Manufacturer narrative:
Approximately 49 cm of the lumbar catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing due to a multiple tears approximately 1 cm from the distal end. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also caution that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% in spected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device leaked nine days after it was implanted. The device was explanted and there was no damage seen.